Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device is no longer available for return. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a pericardial effusion and cardiac perforation. Pvi ablations had been completed along with a posterior wall isolation, and the catheter was about to be exchanged for a mapping catheter. Use of the catheter to perform posterior wall isolation constituted off-label use of the device, as the device is indicated for pvi per the instructions for use (IFU). The patient was requiring more and more pressors. The patient was cardioverted and then a large effusion was observed around the right and left ventricles with the intracardiac echocardiography (ice) catheter. The patient was administered protamine and a pericardial tap was performed to remove about 450cc of blood, and the effusion was reduced to a trivial size. The drained blood was dark red in color, so it was suspected that a perforation of the right atrium or right ventricle occurred. The patient stabilized and was transferred to the intensive care unit (ICU) and intubated. The procedure had been completed despite the complications. The patient made a full recovery and was discharged. The device is not expected to be returned for analysis.